Event description:
This rv lead was capped due to oversensing. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead under complaint is not available for analysis. This report is thus based on the analysis of the ICD and the inspection of the manufacturing documents of the ICD and the lead, as well as of the available data. The quality documents accompanying the manufacturing processes for the ICD and the lead were reviewed. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. The inspection of the available iegms revealed artifacts on the far-field and rv channels, as mentioned in the complaint description. However, a thorough analysis of the ICD proved the device to be fully functional. No peculiarities were found during the ICD analysis, which might have led to the clinical observation. Furthermore, the ICD battery status was evaluated and the battery condition was normal. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. However, the integrity of the lead cannot be assured. An analysis of the lead itself would be necessary to determine the root cause. Should the lead become available for analysis, this report will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided iegm episodes revealed artifacts on the far-field and rv channel, which led to oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.